Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary artery stenting procedure, crossing difficulties were encountered. The lesion being treated was located in the mid right coronary artery. The anatomy tortuosity was severe and significant resistance encountered during insertion. Flushing maintained during procedure and ivus was not used. The lesion was severely calcified and 90% stenosed. The procedure was completed with balloon angioplasty only. There were no reported pt complications and the pt condition was stated as good. However, analysis of the returned device revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified stent damage. The stent was slightly squashed along its entire length. A visual examination revealed kinks along the entire length of the shaft hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probably root cause is operational context as device performance was limited due to anatomical procedure factors. (B)(4).